Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the device. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection, wide spread corrosion was found and the driveshaft was scored.